Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity are unk. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records did not find any deviations or anomalies. The lot number for the all poly patella was not provided. As such, the device history record for the patella could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to pain, loosening, and loss of movement.